Event description:
Follow up information received from the healthcare provider (hcp) reported that a head CT scan, dbs interrogation, and a motor exam were performed related to the unusual increase in stimulation and numbness. It was stated that the patient had a bad fall with them hitting the back of their head, resulting in temporary numbness in their scalp, causing the increase in stimulation and numbness. All of the issues resolved without intervention.

Event description:
A consumer reported he experienced an unusual increase in stimulation on (B)(6) 2016, that gave him so much energy, the left side went up and his wife was able to use the patient programmer to bring it down again. The consumer said the increase occurred on its own. He noted that normally his head felt numb because of the stimulation , but it did not feel numb anymore, which started about a month ago. He wondered whether 5.6 was a high setting. The consumer was to follow up with his health care professional.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.